Manufacturer narrative:
Medwatch sent to FDA on 09/01/2016. The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of filler disappeared, excessive under eye bags, edema, and purpleness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of filler disappeared, excessive under eye bags, edema, and purpleness as follows: contra-indications "do not inject juvéderm volbella with lidocaine into the eyelids. The application of juvéderm volbella with lidocaine in the bags under the eyes is reserved to specialists specifically trained in this technique and having a sound knowledge of the physiology for this particular area." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. Staining or discolouration of the injection site. Poor effect or weak filling effect."

Event description:
Healthcare professional reported patient was injected to the "under eye" with juvederm volbella with lidocaine. The patient used ice and arnica cream after injection. Three months later the "filler disappeared" and made "excessive under eye bags". Eight months after injection patient developed edema and purpleness that has not recovered. It was reported that treatment/intervention was given to prevent permanent damage, however no information on the type of treatment/intervention was reported. Symptoms are ongoing.